Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after transitioning from an earlier ilet to a colored ilet, the user experienced increased episodes of low blood glucose and received in-field assistance to adjust an internal pump setting intended to modify insulin delivery, after which the lows persisted; the user inquired about the impact of pausing or disconnecting during physical activity on subsequent insulin corrections and declined a factory reset while additional training was offered. Symptoms included hypoglycemia. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user education and troubleshooting regarding device settings and use of the pause feature during activity. Investigation of this case revealed no confirmed device malfunction and no alarms, with the issue remaining user-reported hypoglycemia with unclear cause following a setting change not specified by the trainer. It was concluded, based on previously established findings for similar reports, that the cause was unclear.